Manufacturer narrative:
The pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive "no delivery" error alarms or motor error alarms noted. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. The keypad connector was fully locked. The pump had minor scratched lcd window, cracked battery tube threads and cracked belt clip slot at battery tube threads area. (B)(4).

Event description:
The customer reported via phone call of issues with motor error and button error alarms. The customer states they had also received no delivery alarm and noticed after an infusion set change, that the cannula was bent. The customer's blood glucose level at the time of the motor error alarm was 89mg/dl. The customer states that their blood glucose level had gone up above 580mg/dl. Troubleshoot for the motor error was conducted, and the device passed the displacement and manual prime. Troubleshoot for the button error was conducted, and the customer was advised that the device would be replaced and returned for analysis.